Manufacturer narrative:
Evaluation completed. One opened bl5425wv pack from lot v5094 was returned. The tubing was still coiled and taped together. The tip protector was in place, as it should be. The needle was not bent. The port window was in the opened position. The assembly was clean and dry and does not appear to have been used. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The cutter has good clean cuts and performs as intended. The sterilization and lot history records were reviewed and found to be acceptable. Report 1 of 2 see 1920664-2016-00204.

Event description:
The vitrectomy cutter failed but vacuum was working. No incidents with patient impact.